Event description:
It was reported via repair work order that there were no motor functions operating on the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there were no motor functions operating on the bed due to the inner siderail control boards being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that there was no motor functions operating on the bed due to the inner siderail control boards being damaged.